Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. A peep test was performed during functional testing. The peep was going over spec limit and high alarm was going off. The peep needle was out of spec. Recalibrated peep needle to zero. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device keeps "inflating" and wont exhale. The fault occurred during testing and there was no patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.